Event description:
It was reported by the patient that they had been experiencing ¿low heart rates¿ around midnight. The patient indicated that their heart rate was 34 beats per minute (bpm). The patient indicated that their implantable cardioverter defibrillator (ICD) had been checked two weeks prior and ¿everything was okay¿. The patient noted they had been evaluated by their heart doctor five days prior, ¿I'm not sure what they did, but I¿m still getting low heart rates at midnight.¿ the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.